Event description:
Patient presented to the physician with migraine headaches, pain on the right side of the head, ear pain, jaw pain, and throat pain. Physician referred the patient to a physical therapist for botox injections to manage the pain.